Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with syncope. The index procedure treated the 90% stenosed target lesion located in the mid left anterior descending (lad) artery. Treatment placed a 3.0x12mm taxus liberte study stent and utilized post dilation with a 3.0x15mm apex balloon inflated twice to 10 and 16 atm's resulting in 0% residual stenosis and timi 3 flow. The first diagonal branch was treated with angioplasty. The day of the procedure the patient received a peri-procedural loading dose of prasugrel 60 mg. Prasugrel 10 mg dosing and aspirin 81 mg dosing were started. The patient was discharged the next day. In (B)(6) 2010, the patient passed out in the kitchen of her home, hit her head on the floor and sustained a facial trauma. The event was not witnessed, but the patient's husband responded immediately to the sound of her fall. The patient did not complain of shortness of breath, chest pain, or headache. There was bruising of the peri-orbital area of the patient's face and a stitched laceration was present below the lower lip. A CT scan revealed no evidence of intracranial injury and no evidence of a skull fracture. A chest x-ray was performed and was unremarkable. The patient was diagnosed with syncope. A second degree heart block was identified and a pacemaker was implanted the same day. The syncope resolved the next day and the patient was discharged from the hospital. Per the physician, the syncope was mild in intensity, possibly related to the study drug, possibly related to the study device, and possibly related to the study procedure. In (B)(6) 2010 - per the (B)(4) m.d. The event is non-expedited as the syncope event was related to a documented bradyarrhythmia (atrial fibrillation).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).